Event description:
Boston scientific crm received information that a longevity estimate was requested for this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the timeframe of middle of life 2 (mol2) was not known. Technical services (ts) discussed that a save to disk was needed to determine if the device met the shortened replacement window ((B)(6)2007) advisory criteria. Additional information was provided that the device met the srw advisory criteria; therefore, the patient follow-ups were increased to monthly. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted and was returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.